Event description:
When doing rounds, the nurse noticed IV fluid had leaked onto the bedding. The nurse assessed the IV site and noticed that the extension set in the IV start kit had "separated from the hub that attaches to the IV catheter". The patient was immobile with a contracted arm permanently in a flexed position so it was quickly determined that it hadn't occurred due to movement of the patient. The IV was noted to be secured by a stat lock and tegaderm. The arm was secured to an immobilization board since the permanently flexed position of the arm hindered the continual infusion of the IV fluid.